Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received a report involving a tr band device used following a left heart catheterization procedure. After air was inflated into the band and the patient was transferred to the holding area for monitoring, the nurse observed that the band had lost a significant amount of air nearly all approximately one hour after application, during the time scheduled for air release. The tr band was removed, and a pressure dressing was applied. The patient was discharged without delay and no blood loss was reported. Additional information received on 15 aug 2025: a total of 13 milliliters of air were injected into the tr band at the time of application. A 6 french glide sheath slender was used at the access site. About one hour after initial inflation, the tr band was noted to be losing air. Upon inspection, little to no air remained in the band, prompting removal and application of a pressure bandage. No injury or bleeding was reported. No damage was reported to the device. The patient remained stable and was discharged per standard protocol.